Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead with the helix partially extended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the physician was unable to obtain suitable thresholds, so the lead was repositioned several times. Eventually, it was noted that the helix was no longer able to be screwed in and out. The right ventricular (rv) lead was removed and replaced. No patient complications have been reported as a result of this event.